Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00098. The reported complaint was not confirmed. The field service representative (fsr) set channel b to 38 degrees celsius and ran the heater cooler unit for 30 minutes without duplicating the complaint. The fsr installed channel b's resistance temperature detector (rtd) overtemp sensor in the heater cooler unit as a precaution. He set the unit to 38 degrees celsius and ran the unit for two hours without issue. External thermometer confirmed channel b output water temperature was 38 +/- 0.5 degrees celsius. The problem may have been caused by a weak connection of this rtd to the direct current (d/c) control board, though it was tightly secured upon my inspection. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heater cooler unit alarmed with error message "e03" channel b about two hours into the case. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: about two hours into cpb, the heater cooler unit alarmed and posted the error code (e03) for channel b. This error code indicates the water temperature in channel b exceeds 42-43 degrees celsius. According to perfusionist (ccp), the set point temperature was 38 degrees celsius for channel b and the displayed measured water temperature was 37.5 degrees celsius. The clinical team had a back-up unit available and elected to change out the unit. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.